Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer removed batteries overnight due to not being able to clear alarm; as a result, customer received a battery out limit alarm. Customer's blood glucose was 200 mg/dl. During troubleshooting, customer was able to change infusion set and insulin did not exit. Customer was not able to change reservoir due to not having room temperature insulin. Customer was advised that after thawing insulin, to change out complete set. Customer was advised to send infusion set and reservoir for failure analysis.